Event description:
The customer reported the device alarmed displaying a high proximal alarm despite that the line was connected. The customer reported that it is unknown if the unit was in use on a patient, but there was no patient harm reported. The multi-vendor (mv) powered up the device and verified the alarm. The mv cleared the alarm, (service mode) restore default setting. Using the 0.25-in. Test adapter, the device operated properly for 4 hrs. The mv was able to duplicate the issue - upon boot-up will remain 0 and start to alarm. The alarm was cleared, and the device operated as designed.